Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had insulin pump error. Customer¿s blood glucose level was 152 mg/dl. Customer performed self-test they got software as well as hardware low level failure. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 54 alarm followed by pump error 3 alarm. Problem isolated to the electronic assembly.pump error 63 alarm confirmed in the insulin pump history and during self test due to broken trace.